Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) sprinkler went off on. There was no patient involvement reported.

Manufacturer narrative:
Due to character limit in e1 event site postal code is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there were no signs of water damage, and the machine pumped on a test balloon with all triggers and no alarms. There were no alarms in the logs. There was no visible water damage marks and the batteries were charging. There were no parts replaced. The machine runs on both dc and ac power. The fse ran the machine on a test balloon and verified it pumps on ECG and bp signals with a trainer. The fse verified calibration and functional tests.